Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed twists were observed in the imaging window assembly. The rotator and imaging core assembly were pulled out from the removed hub. Imaging core windup began 53 cm from the distal end of the connector shaft. No other visual damages were encountered upon visual inspection. Impedance testing shows an electrical open at proximal wave form. Microscope inspection revealed twists and wind up in the imaging window assembly.

Event description:
Reportable based on device analysis completed on july 17, 2024. It was reported that visualization issues occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right popliteal artery. The opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. However, lost image occurred; therefore, the use was discontinued, and it has been removed. The procedure was completed with another device of the same type. There were no reported patient complications. However, device analysis revealed that twists were observed in the imaging window assembly.